Event description:
It was reported that for 3 months they have noticed uncontrolled tremor on their right side and have been increasing amplitude because of that. They have been monitoring the implantable neurostimulator (ins) battery voltage which dropped from 2.6 to 2.59 over the span of 3-4 days which patient was concerned was really fast, and patient wondered why it had not triggered eri yet. Reviewed eri occurs at 2.58v. Patient reported they had battery replacement originally scheduled for tomorrow but their surgeon cancelled and rescheduled it for 8 weeks away. Patient additionally reported that they do not like how high up their right side battery was placed and it has bothered them since implant. Patient also stated that their surgeon thought patient may have pulled the wires out of the battery. Recommended patient discuss these concerns with their physician.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 37603 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2020; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.